Manufacturer narrative:
The motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. The pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No time error anomaly or history anomaly noted. The pump had broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump had motor error in history. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.